Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have not had relief of symptoms since implant. They think that after their ostomy surgery, it caused a lot of stuff to shift around down there and caused all of their bladder issues to return. The caller has been working with the representative to try different programs to see if one works better than the other. Asked the caller when they began working on this and they did not give a clear answer. They have tried each different program for 3 weeks. An email was sent to the rep.